Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and pacemaker exhibited noise and pace impedance measurements of 200 ohms. The noise was able to be reproduced with arm movements. A chest x-ray did not reveal any significant findings, however the physician believed that there was a fracture on the lead in the clavicle area. A revision procedure was performed. During the revision procedure when the ra lead was tested on the pacing system analyzer (psa), noise was also able to be reproduced. Subsequently the ra lead was surgically abandoned and the pacemaker was electively explanted. No additional adverse patient effects were reported.